Manufacturer narrative:
(B)(4). Device: 44-36 std +3 hmrl brg cat: ep-115394 lot: 512100. Comp rvrs 25mm bsplt ha+adptr cat: 010000589 lot: 370190. Comp rvsr shldr glnsp +3 36mm cat: 115313 lot: 792460. Comp rvs cntrl 6.5x25mm st/rst cat: 115395 lot: 755190. Comp lk scr 3.5hex 4.75x15 st cat: 180550 lot: 351810.. Comp lk scr 3.5hex 4.75x20 st cat: 180551 lot: 071950. Comp primary stem 9mm mini cat: 113629 lot: 575960. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned

Event description:
It was reported that the patient was revised 14 days post-implantation due to infection. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.